Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screwdriver broke while tightening the setscrew was surgery delayed due to the reported event?: unknown. Was procedure successfully completed?: unknown. Were fragments generated?: unknown. If yes, were they removed easily without additional intervention?: unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Ip-00630532: device property of: none. Device in possession of: none. Ip-00630533: device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true. Concomitant device reported: unknown setcrew (part#: unknown, lot#: unknown, quantity: unknown). This complaint involves three (3) devices.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Additional information: d4, d10.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Device initially reported as a malfunction. Device was returned for evaluation and the observed damage of stripping does not constitute a reportable event. As such, this event is now considered to be a non-reportable malfunction.